Manufacturer narrative:
A getinge service territory manager (stm) reported that there was patient involvement in this complaint.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an air leak (leak in iab circuit). No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm was unable to reproduce the reported issue. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported the cs300 intra-aortic balloon pump (iabp) had an air leak. It is unknown under which circumstances this event occurred; however there was no patient involvement, thus no adverse event was reported.